Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tnl) results from two (2) different patient samples that were generated by the synchron lx I 725 instrument, patient a: an initial accu tnl result was 4.68ng/ml. On the next day, a fresh sample was collected from the patient and tested for accu tnl result was 0.02ng/ml. Patient b: an initial accu tnl result was 0.02ng/ml. Two days later, the customer collected a fresh sample form the patient and tested for accu tnl; the result was 0.97ng/ml. The customer collected blood samples from the patient for next 2 days and tested for accu tnl. The accu tnl results were: 0.02ng/ml and 0.01ng/ml. The elevated accu tnl results were reported out of the lab and questioned by the physician when subsequent results were lower. Based on available information, patient a was admitted to ICU for 1 day, and patient b was kept under observation for 2 days. No death or injury requiring medical intervention was reported or connected with this event.